Manufacturer narrative:
Device is a combination product. Promus premier ous mr 32 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal region struts were noted to be lifted. The stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21oct2020. It was reported that crossing difficulty occurred. The stenosed target lesion was located in a severely calcified right coronary artery (rca). Following pre-dilation, a 32x4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The stent was withdrawn. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damaged.